Event description:
A motor stall was noted in the event logs. It was on (B)(6) 2010 at 20:37 and (B)(6) 2010 at 13:36. No further info was available as regards to pt outcome or cause of motor stall. Medications per event logs included dilaudid and bupivacaine. On (B)(6) 2010, it was reported that pt experienced persistent headache due to meningitis infection (refer to MFR report # 3007566237-2011-07568 for more info). Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that there were no motor stalls noted in the event logs for the patient. The patient's pump contained dilaudid at a concentration of 2.0 mg/ml and a dosage of 0.0116 mg/day, and bupivacaine at a concentration of 10.0 mg/ml and a dosage of 0.058 mg/day.

Manufacturer narrative:
Catheter model 8711 lot# n076763031 implanted: (B)(6) 2006 explanted: (B)(6) 2010. The previous report was filed as manufacturer report # 3007566237-2011-07571. Additional review revealed that the manufacturer site ID number was 3004209178.